Event description:
It was reported that during an implant procedure, a guidewire could not be advanced into the left ventricular lead because the lead was flushed - against recommendation - prior to use. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no guidewire was returned, used a fresh mdt guidewire, guidewire test passed. If information is provided in the future, a supplemental report will be issued.